Manufacturer narrative:
An event of stent post deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned for analysis. No anomalies were found on the returned valve. Based on all available information, a cause for the reported stent post deformation could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 24 october 2024, a 27mm navitor vision transcatheter aortic valve (serial: (B)(6) ) was chosen for implantation utilizing a large flexnav delivery system (lot: 10391023). During the delivery system navigation trough the right femoral access, there was a difficult angle that provoked a stronger pushing of the delivery system. In the angiographic image it was visible the bending of the aortic struts of the loaded valve. Due to this image, was decided to remove the system out of the patient and inspect the valve. In that moment no one was visually certain of the leaflet integrity, so was decided to use a second valve which was implanted successfully with a replacement flexnav.